Event description:
It was reported that there was inappropriate stimulation of the diaphragm where the patient experienced an occasional "hiccup" sensation that typically occurred when lying flat or lying on left side. It reportedly occurred daily and lasted for less than a minute. The lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.